Event description:
Device complication: none time of complication: post-procedure-during hospitalization symptoms: blurred vision, mild ataxia w/tendency to lean to the left side it was reported that during hospitalization, the patient experienced blurry vision in the left eye, which had increased from pre-existing blurred vision in both eyes. The patient felt that the vision in the left eye was worse the day after the carotid stenting. The condition resolved to baseline on the day of discharge. Based on the circumstances of this case. It appears that the patient may have experienced a stroke. No additonal information was available.